Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed and confirmed the reported complaint. The visual inspection found the downstream occlusion seal was damaged. The downstream occlusion seal was replaced.

Event description:
It was reported that the downstream occlusion (dso) seal had delaminated, and the device required a software upgrade. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.